Event description:
Philips received a complaint a on the pic ix indicating that mx450 & mx40 in overview mode pairing were lost at the same time and an analysis was performed. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Multiple errors with suspected surveillance stations that indicates hif issues pointing at ibe. An onsite reinstall was recommended to the customer. The devices were temporarily moved to vlan 212 and restored to use. The network in the hospital is pscn. Based on the information available and the testing conducted, the cause of the reported problem was a network connectivity issue. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.